Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had frequent no or intermittent button response, particularly with the up and down buttons. The customer stated that the insulin pump was neither dropped nor exposed to moisture. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Asked customer to return their insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces however; all of the buttons are functioning properly. The insulin pump has cracked reservoir tube lip.